Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Although requested, the customer declined troubleshooting for this issue. Additionally, the customer experienced difficulty charging the pump with the usb cable. Reportedly, the usb cable felt loose in the usb port. Blood glucose level was 159 mg/dl. Replacement cable was sent to customer.